Event description:
During a check in procedure at the manufacturer's service center, the device's screen was damaged. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 09, 2022 and section h11 should be reported as: during a check in procedure at the manufacturer's service center, the device's screen was damaged. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The manufacturer's service center concludes that the device was returned to the customer unrepaired. Sections d8, d9, h2, h3 and h6 has been updated in this report.